Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, retroperitoneal abscess, abdominal sepsis and subsequently passed away due to multiorgan failure secondary to septic shock. The cause of the peritonitis was unknown. The patient was hospitalized due to abdominal pain which was reported to be a manifestation of the peritonitis. During hospitalization, the peritonitis was diagnosed and complicated by a retroperitoneal abscess finding. On an unreported date, during hospitalization, the patient began treatment for the event with unknown antibiotics (doses, frequencies, and routes were not reported). Subsequently, the patient experienced sepsis and septic shock. Two weeks after being admitted to the hospital, the patient passed away due to multiorgan failure secondary to septic shock of abdominal origin. It was not reported if dianeal therapy was ongoing until the time of death. An autopsy was not performed. No additional information is available.